Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a loose pitch cable at the proximal side in the housing. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additional related observation(s): the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. Additional unrelated observation not reported by site: the instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on that cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end. The root cause of the imprecise motion is attributed to the primary failure of loose pitch cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was observed to have an unknown failure. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument failure was noted during the procedure when the robot arm started to move independently. It was deemed to be a robotic arm issue rather than an instrument issue as the arm was then replaced by the engineer. There were no issues with the instrument prior to the reported case. There was no damage noted to the instrument, no cables or wires were visibly damaged, there was nothing loose or detached from the instrument. There was no thermal damage noted. The arm moved independently and uncontrolled with the instrument attached and inside the patient's chest. There were no missing parts. There was no patient injury. The issue was resolved by changing the instrument and the replacement of the arm. There were no photographic images(s) available for review. The instrument was returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. This report is a related record of another complaint. Please refer to the report with MFR report number 2955842-2025-48619 for details regarding the universal surgical manipulator (usm) issue that was addressed by an isi field service engineer (fse) during a site visit.